Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Impedance of the right ventricular defibrillation coil was observed to be beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead¿s rv coil impedance was intermittently high and had triggered a rv defib lead impedance warning. It was noted that the lead also exhibited noise. A lead fracture was confirmed. No action was taken at this time and the lead remains in use. It was noted that the patient is scheduled for a lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead has now been explanted and replaced.